Event description:
It was reported a filter did not appear to open completely following deployment via a jugular approach. Another filter was successfully placed without pt complications. One delivery system in the released position along with a sheath, three dilators and a guidewire were received, evaluated and retained by this MFR. The filter remains implanted and was therefore not returned for eval. The engineering eval indicated the sheath was kinked 11.2 centimeters from the distal tip. No problems were noted with the other returned devices. User technique and/or pt anatomy may have contributed to this event. However, co is unable to determine the exact cause for this event. Directions for use state: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."